Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blue screen and an unknown alarm error. This occurred during propofol infusion in the "trauma care giver" department. To resolve the issue the pump was switched out to continue treatment. There was no report of patient injury associated with this event. No additional information is available.